Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-57847.

Event description:
The customer reported via phone call that she smells insulin and she is unable to determine where the leak is coming from. Customer stated that the leak occurred 4 days ago and the reservoir was used. Customer stated that she has changed the reservoir 3 times and it would not retract the other day. Customer stated that nothing is leaking on the outside. Customer found no cracks and all components were present. Customer was advised that the pump will be replaced.